Event description:
Da vinci xi instrument returned tagged " broken wire". This was also a part of a medical device correction sent by intuitive isifa 2024-09-c, UDI#: (B)(4). 2/18 lives remain on instrument. No pt harm noted. No fragments fell into the pt. Lot#: k11231201 0231, version 11.